Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and foreign material inside the packaging outside of specification issue occurred. The investigation was completed on 12-jun-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material was observed inside the pouch, it looks like the pouch is still sealed. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed blue color dust inside the box. For this reason, a fourier-transform infrared spectroscopy (ft-ir) analysis was performed and the data revealed that foreign material showed the characteristic absorption bands for polycarbonate-based material. From spectra comparison and visual inspection handle housing components can be pinpointed as the possible source of origin. For this reason, a manufacturing meeting was performed, and the investigation determined that the customer complaint is not related to the manufacturing process, this is demonstrated by DHR investigation is in compliance with process instruction execution and packaging inspection controls. The device was sent with its original packaging which showed visible manipulation to the product. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿foreign material¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and foreign material inside the packaging outside of specification issue occurred. Initially, when attempted to open the thermocool® smart touch® sf bi-directional navigation catheter, there was something like dust inside. Timing when complaints occurred was just before opening dry matter. The thermocool® smart touch® sf bi-directional navigation catheter was replaced with another catheter to complete the procedure. The procedure was completed without patient consequence. Additional information was received. The issue was noticed before use. The outer box was discarded. A picture was provided. The material may be hard to tell, but the material is a blue foreign object located to the left of the center of the picture image. The device was replaced before use. The event was assessed as MDR reportable for foreign material inside the packaging outside of specification issue.